Manufacturer narrative:
No additional information was obtained relevant to this event and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the jaw arm became detached from the distal end of the assurance clip device. Forceps were used to complete the procedure successfully, but there was a slight procedure delay reported. No report of injury.

Manufacturer narrative:
Steris is not the manufacturer of the assurance clip subject of reported event. Steris has notified the manufacturer, ags medtech, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. A partial device was returned to ags medtech for investigation. Without the return of the complete device, the cause of the reported issue cannot be determined. The investigation of this event is still in process, and a follow-up will be submitted when additional information becomes available.